Event description:
It was reported that the patient was seen in clinic for a follow up. Upon examination of the pulse generator system, it was suspected that the atrial lead had dislodged. The patient was brought in for a lead revision procedure on (B)(6) 2019. Fluoroscopy imaging was performed and revealed that the atrial lead had dislodged and was sitting near the tricuspid valve. The lead was then explanted and replaced without complications. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.